Manufacturer narrative:
A ge svc rep performed an on site investigation. The 5volt power supply was adjusted and the generator interface board and software were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 sys had a communication error at boot up. No pt injury was reported.